Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl resulting in "vomiting, falling, and twitching". Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room where customer underwent "an EKG and bloodwork". Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.